Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of pump data by tandem technical support showed that he pump battery depleted from 45% to 30% within 5 minutes on (B)(6) 2016. Customer reported blood glucose (bg) level was 280-300 (mg/dl). A bolus via the pump was delivered to address bg level. Reportedly the customer will continue to use the pump until the replacement pump is received.